Event description:
It was reported, that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer has no alternate method of insulin therapy.